Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR# 2916596-2023-08893 and related MFR# 2916596-2023-08894. It was reported that the patient had a variety of alarms, and the patient's story was very conflicting. Log files showed that around 2:04 am, when connected to the mobile power unit, there was a loss of external power and the system controller switched to the emergency backup battery until external power was restored. There was a driveline disconnect resulting in multiple alarms as well as a brief pump stop at 9:39am. The pump resumed normal operation once the driveline was reconnected to the controller. The patient was a poor historian and did not remember the cause of the disconnect, but did not experience any adverse effect.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed a pump stop event due to a driveline disconnect. Review of the submitted log files revealed a pump stop event due to a brief driveline disconnect. The pump appeared to operate as expected at the fixed speed throughout the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not experience any adverse effects during the pump stop and was reportedly stable at home.